Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged one day post implant. A lead revision was performed where this rv lead was repositioned with good sensing measurements but no capture. The patient was noted to have chronic atrial fibrillation with good underlying conduction, no adverse patient effects were reported.